Manufacturer narrative:
If implanted, give date: (B)(6) 2011. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that angina and in-stent restenosis (isr) occurred. On (B)(6) 2011, a 2.75 mm x 8 mm taxus liberte paclitaxel-eluting coronary stent was implanted in mid left anterior descending (lad) artery. On (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and the index procedure were performed. The target lesion was a restenotic lesion of a previously placed 2.75 mm x 8 mm taxus stent located in mid left anterior descending (lad) artery with 80% stenosis and was 5mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.0mm x 12 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin.

Manufacturer narrative:
Event date: corrected from (B)(6) 2012. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-06057. It was further reported that a 2.5 mm x 32 mm taxus liberte paclitaxel-eluting coronary stent was also implanted in distal left anterior descending (lad) artery in (B)(6) 2011. In addition, the index procedure was performed one day after the onset of angina. There was restenosis of the previously placed 2.75 x 8 mm and 2.5 mm x 32 mm taxus liberte stent in the distal lad which was also treated with pre-dilatation and placement of the previously reported ion stent.